Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specified range. No failed battery test alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No unexpected low reservoir alarms were noted during testing. The insulin pump passed the displacement test.

Event description:
It is reported that the customer had high blood glucose levels of 299 mg/dl. The customer has treated the high blood glucose levels by manual insulin injections. The mother of the customer reported that they were having issues with the keypad of the insulin pump. The mother of the customer also reported a failed battery test from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.